Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report during an internal review of culture sampling results for (B)(6) on (B)(6) 2019. It was noticed that pentax medical video duodenoscope model ed-3490tk, serial number (B)(4) was erroneously categorized as "return to service" on 27jan2019. The duodenoscope was incorrectly shipped back to the user facility (B)(6) on 28feb2019. (B)(4) is being opened to address the incorrect categorization of the sampling results. The following culture sampling performed on (B)(6) 2019 identified 1 colony forming units(cfu) as comprising of the following 1 isolate: (B)(6) - positive rods - bacillus thermolactis, study number: (B)(6). The cultured sampling results for the duodenoscope received on 20mar2019 meet the acceptance criteria for re-culturing: (zero) colony forming units(cfu) of high concern bacteria, (zero) colony forming units(cfu) of low/moderate concern bacteria, 1-10 colony forming units(cfu) of low/moderate concern bacteria.